Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys had a 15 amp plug on it instead of a 20 amp plug, this was changed during the svc call. The sys was tested and found to be working as intended and put back into the svc.

Event description:
It was reported that the 9900 sys locked up during a saw bones demonstration. The 9900 sys had to be rebooted and the demonstration was completed. There was no pt involvement.